Manufacturer narrative:
No consequences or impact to patient. Balloon pinhole. Visual examination of the returned device revealed that a portion of the balloon had a longitudinal tear measuring approximately 30mm in length. The distal portion of the tear measured approximately 2mm in width and the proximal portion of the tear measured approximately 1mm in width. The balloon was folded with the required two wingfolds visible. The proximal balloon transition zone was also torn. A labeling review identified that the device was used per the uromax ultra directions for use (dfu). The cause of the reported malfunction is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.

Event description:
It was reported to boston scientific corporation on june 25, 2007 that an uromax ultra balloon catheter was used during an uretoroscopy procedure performed the month prior (patient gender, age and weight are unknown). According to the complainant, during the procedure, a hole was noticed in a balloon. The balloon was removed. The procedure was completed with another uromax ultra balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".